Event description:
The user facility reported their amsco 7053hp washer was leaking water onto the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived on site to inspect the washer and found that the user facility was overloading items on it which caused the spray nozzles to detach from the spray arms on the rack. The amsco 7053hp washer-disinfector operator manual states: "always position manifold rack over the manifold connector before operating washer/disinfector. If manifold rack and/or bottom rotary spray arm assembly are not positioned correctly, damage may result and washer/disinfector will be unable to effectively wash load." To resolve the issue, the technician replaced the spray wash arms and tightened the spray nozzles. The technician tested the washer, found it to be operating according to specification, and returned it to service. Steris will offer counseling to user facility personnel on the proper use of their amsco 7053hp washer-disinfector no additional issues have been reported.

Manufacturer narrative:
Steris offered in-service training on the proper use and operation of the amsco 7053 hp washer/disinfector, however the user facility declined.